Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab supply coordinator. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint cannot be confirmed for a device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. Review of DHR showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hbrt.

Event description:
The user facility reported that 8fr angio-seal deployed everything and went smoothly but upon retraction of the device to seal the vessel, all components came out of the vessel. Immediate manual pressure was held. It appeared that the footplate never exited the sheath. No harm was done to the patient and no blood loss was noted.